Manufacturer narrative:
The date of the event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope error (error b10) and no image involving an olympus gastrointestinal videoscope. There were no reports of patient harm.